Event description:
Event verbatim [preferred term] rash (pustules) [rash pustular], narrative: this is a spontaneous report from a contactable pharmacist reporting for a patient. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number aj3018, expiration date oct2021, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced rash (pustules) due to heat wrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term], rash (pustules) [rash pustular], , narrative: this is a spontaneous report from a contactable pharmacist reporting for a patient. A 40-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number aj3018, expiration date oct2021, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced rash (pustules) due to heat wrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Product investigation results are as follows: batch aj3018 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, " broke out in a rash (got pustule)." The cause of the consumer stating the wrap caused a rash is inconclusive since review of records does not provide evidence to support defective product. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (07oct2020): new information reported from pfizer product quality group includes: investigation results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
Batch aj3018 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, " broke out in a rash (got pustule)." The cause of the consumer stating the wrap caused a rash is inconclusive since review of records does not provide evidence to support defective product. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.